Manufacturer narrative:
Insulin pump passed the displacement. Insulin pump received with partial broken reservoir tube lip and missing reservoir tube o ring. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir compartment was broken on insulin pump. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that o ring pops out, but reservoir stays in place on pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.